Event description:
Customer alleged levers failed and flashes 5 times service wrench. (B)(4). No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female, (B)(6). The consumers preexisting medical condition states that she has arthritis in the back and hip and gout. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Consumer stated that she was in the street, the levers failed and she could not stop the scooter. Consumer allegedly ran into some bushes to stop resulting in a few scratches. The consumer has had the lynx-4 scooter for approximately 3 1/2 years. The consumer stated that the flashing service wrench flashes 5 times. (B)(4) advised the consumer on the needed repairs. No RMA issued at this time.